Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic dissection approximately 14 months ago. The patient had a bovine arch. Prior to stent graft implant on the same day the patient had an open repair of the ascending aorta. During the initial implant, the talent thoracic stent graft was fenestrated for the advancement and placement of an aneurx iliac stent graft into the innominate artery. A talent thoracic stent graft was implanted distal to the first talent stent graft. Approximately one month ago, the patient presented emergently with severe chest pain. A CT demonstrated that there was an endoleak coming from the talent fenestration and aneurx cuff area. The fraying/endoleak of the talent stent graft was most likely due to the friction due to the natural pumping of the blood, rubbing the aneurx device against the talent device. The physician elected to perform a 30 mm elephant trunk with an open surgical repair, removing part of the talent thoracic stent graft and the aneurx stent graft. A bypass of the great vessels was performed. The physician sewed in a dacron graft to the remaining part of the proximal thoracic stent graft and extended it down to the distal thoracic stent graft. The physician then inserted ante-grade a valiant captivia stent graft to bridge the new 30 mm dacron graft inside of what was left of the proximal graft and part of the distal stent graft. A palmaz stent was implanted distal to the valiant stent graft. The physician also elected to implant two occluder stent graft somewhere in the dissection in the false lumen at the time of initial implant. The patient is stable.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (bovine arch). Incorrect technique/procedure (stent graft was used with another manufacturer's graft). Conclusions: device failure/lack of effectiveness related to patient condition (bovine arch). Device failure related to user handling (stent graft was used with another manufacturer's graft).